Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/11/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak pulled out of implantation site. After drilling a bone hole and implanting the fibertak, surgeon pulled on the sutures to set the anchor, the anchor pulled right through the drilled hole. Surgeon was able to complete procedure with a 2.9 pushlock. This was discovered during a shoulder labral repair on (B)(6) 2022. After inspecting the anchor on the back table, it was determined that one side of the suture anchor would not deployed. Nothing was left in the patient and the surgery was completed without further issues. Additional information received 1/12/2022: no additional bone hole had to be drilled, surgeon used the same bone hole to implant the pushlock. Nothing broke inside the patient as the entire anchor pulled out.